Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32436. It was reported that the patient experiences ineffective therapy. In turn, the patient may undergo surgical intervention to replace the leads to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experiencing ineffective stimulation was reported to abbott. The leads were explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs leads were explanted and replaced to address the issue.